Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced ineffective therapy. Reprogramming attempts were unsuccessful. To address the issue, the physician explanted and replaced the patient¿s ipg with a new model. Postoperatively, effective therapy was restored.